Manufacturer narrative:
Correction - retraction 2923 since x-ray confirmed lead was not dislodged.

Event description:
New information received states that the patient was brought into the operation room for right ventricular lead repositioning. During the procedure, the lead helix was successfully retracted but then wouldn't re-deploy. Several attempts were made to fix the issue but were unsuccessful. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up. It was noted that the right ventricular lead exhibited low sensing and high capture threshold. Lead dislodgement was suspected. Chest x-ray was performed and the lead was noted to be in the normal position. No intervention was performed. The patient was stable throughout the event and will continue to be monitored.